Event description:
A nurse called one of distributors to complain about the device giving a reading of 133 mg/dl versus a stat lab test that gave 31 mg/dl. The compainant claimed that, the pt went into a coma after receiving an overdose of medication. This info was submitted to us, the MFR via an e-mail from the distributor's qa dept. Trouble-shooting calls by phone after the incident with the nurse showed that the meter was functioning within the parameters of tests with glucose controls and the device's calibration test. The original vial of glucose test strips that was involved in the complaint was not available as it was used-up. However the monitor with a serial # has been replaced and will be returned for investigation.